Event description:
Customer states she noticed low sodium results on pt results. She reran pt serum samples and recovered lower results. Customer provided sodium results for seven pts, the following five results were discrepant, all were repeated on same analyzer: pt 2, original result 130.3, repeat 136.7 meq per l. Customer states none of original results were reported. Customer replaced ise tubing which corrected the problem. Customer said tubing was due to be replaced, so when the sodium recovery dropped low on the pts, that was one of the first things they tried. Customer initially did not get tubing securely in a pinch valve, once tubing was reseated, the ise's calibrated successfully and qc and pts recovered accurately.

Event description:
Customer states she noticed low sodium results on pt results. She reran pt serum samples and recovered lower results. Customer provided sodium results for seven pts, the following five results were discrepant, all were repeated on same analyzer: pt 5, original result 129.5, repeat 135.6 meq per l. Customer states none of original results were reported. Customer replaced ise tubing which corrected the problem. Customer said tubing was due to be replaced, so when the sodium recovery dropped low on the pts, that was one of the first things they tried. Customer initially did not get tubing securely in a pinch valve, once tubing was reseated, the ise's calibrated successfully and qc and pts recovered accurately.

Event description:
Customer states she noticed low sodium results on pt results. She reran pt serum samples and recovered lower results. Customer provided sodium results for seven pts, the following five results were discrepant, all were repeated on same analyzer: pt 3, original result 130.5, repeat 136.1 meq per l. Customer states none of original results were reported. Customer replaced ise tubing which corrected the problem. Customer said tubing was due to be replaced, so when the sodium recovery dropped low on the pts, that was one of the first things they tried. Customer initially did not get tubing securely in a pinch valve, once tubing was reseated, the ise's calibrated successfully and qc and pts recovered accurately.

Event description:
Customer states she noticed low sodium results on pt results. She reran pt serum samples and recovered lower results. Customer provided sodium results for seven pts, the following five results were discrepant, all were repeated on same analyzer: pt 4, original result 129.7, repeat 135.8 meq per l. Customer states none of original results were reported. Customer replaced ise tubing which corrected the problem. Customer said tubing was due to be replaced, so when the sodium recovery dropped low on the pts, that was one of the first things they tried. Customer initially did not get tubing securely in a pinch valve, once tubing was reseated, the ise's calibrated successfully and qc and pts recovered accurately.

Event description:
Customer states she noticed low sodium results on pt results. She reran pt serum samples and recovered lower results. Customer provided sodium results for seven pts, the following five results were discrepant, all were repeated on same analyzer: pt 1, original result 127.0, repeat 132.4 meq per l. Customer states none of original results were reported. Customer replaced ise tubing which corrected the problem. Customer said tubing was due to be replaced, so when the sodium recovery dropped low on the pts, that was one of the first things they tried. Customer initially did not get tubing securely in a pinch valve, once tubing was reseated, the ise's calibrated successfully and qc and pts recovered accurately.

Manufacturer narrative:
The field service rep could not find a cause since the tubing was already replaced by the customer by the time he arrived. The field service rep verified analyzer operation by performing calibration, qc, and pt results which were within spec.

Manufacturer narrative:
The field service rep could not find a cause since the tubing was already replaced by the customer by the time he arrived. The field service rep verified analyzer operation by performing calibration, qc, and pt results which were within spec.

Manufacturer narrative:
The field service rep could not find a cause since the tubing was already replaced by the customer by the time he arrived. The field service rep verified analyzer operation by performing calibration, qc, and pt results which were within spec.

Manufacturer narrative:
The field service rep could not find a cause since the tubing was already replaced by the customer by the time he arrived. The field service rep verified analyzer operation by performing calibration, qc, and pt results which were within spec.

Manufacturer narrative:
The field service rep could not find a cause since the tubing was already replaced by the customer by the time he arrived. The field service rep verified analyzer operation by performing calibration, qc, and pt results which were within spec.